Event description:
A trilogy evo ventilator was returned to the manufacturer service center for service, and the technician observed an error code indicating "the device software has detected a large pressure drop between the monitor and outlet pressure sensors "was recorded in the device event log. The device was not in use on a patient at the time of the occurrence. The device is currently being evaluated for the occurrence. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy evo ventilator was returned to the manufacturer service center for service, and the technician observed an error code indicating "the device software has detected a large pressure drop between the monitor and outlet pressure sensors "was recorded in the device event log. The device was not in use on a patient at the time of the occurrence. The device is currently being evaluated for the occurrence. If any additional information is received, a follow-up report will be filed. New information/ evaluation: trilogy evo ventilator was returned to the manufacturer service center for service, and the customers complaint was confirmed. An internal inspection was performed, and dirt was confirmed in the air pathway. In conclusion the following parts were replaced to address the issue: air inlet foam filter, particle filter, muffler assembly, filter cover, 3-way solenoid valve, proportional valve, blower bellows seal, blower mounts, blower cap, blower assembly, blower chassis plate, tubing¿blower chassis, low-flow o2 tubing, low-flow o2, connector, dual limb cup, outlet side panel, system board, tubing¿system board, fio2 housing and tubing¿fio2. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). Box h coding was updated.